Event description:
Customer received info stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).